Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had wires exposed at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a black cable was observed to be broken completely, although it was unclear if there was exposed wire due to damaged insulation. No fragments fell inside the patient's anatomy, and there were no signs of thermal damage or arcing during the procedure. Additionally, the patient did not suffer any injury. There are no photographic images or video recordings available for review, but the instrument is available for return for evaluation. The broken cables at the tip of the instrument were noticed before it was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : primary product UDI number under section d was updated to (B)(4). Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.